Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated, the drill guide broke during surgery while using it on a patient. The surgeon completed the surgery using other equipment there was no delay in the procedure and no harm to the patient.